Manufacturer narrative:
The t:slim pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was removed outside of the load sequence. Subsequently, the contact reported receiving a malfunction alarm and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.